Event description:
The report from the affiliate indicated that during an academic conference that was the 15th annual meeting of another country society of interventional cardiology, the following info was reported: a cypher stent was implanted in a pt as the index procedure when restenosis was detected in a previously implanted bare-metal-stent (bms). This was detected eight (8) months after bms implantation during the follow-up period. Ten (10) months after cypher stent implantation coronary angiography revealed that the cypher stent was fractured in half and was uneven at the non-bms overlap site. A restenosis of >50% was also noted at the site of the stent fracture. Additional info has been requested but is not available at this time.

Manufacturer narrative:
Please note that device (cjsxxxxx, lot # unk) is distributed outside the united states; however, it is similar to the united states product cxsxxxxx. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.